Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. Confirmatory testing was performed using hpc. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description: customer stated that tested son 1st test came back positive and 2nd test came out negative these test were done consecutively. Date of event or issue: (B)(6) 2021. Resolution achieved? Advised customer that in order to receive a positive result that the virus needs to be detected. Advised to wait at least 30 min to retest incase her son has blown in nose or anything to make sure that she has a good sample. Requested that when customer confirms through hpc it's negative or positive to please call back so that we may document the result.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k: there is no 510(k) for this device as it is eua. Eua# (B)(4).

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1293022, ¿first test was positive, second test was negative. Tests were done consecutively¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Per the product information leaflet, second test should be done 24 - 48 hours after the first test. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred.. Confirmatory testing was performed using hpc. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: problem description: customer stated that tested son 1st test came back positive and 2nd test came out negative these test were done consecutively. ¿ date of event or issue: (B)(6) 2021. ¿ resolution achieved?: advised customer that in order to receive a postive result that the virus needs to be detected. Advised to wait at least 30 min to retest encase her son has blown in nose or anything to make sure that she has a good sample. Requested that when customer confrims through hpc it negative or postive to please call back so that we may document the result.